Event description:
This event is reportable based on analysis performed on (B)(6) 2012. It was reported while using the therapy cool flex catheter during an atrial fibrillation procedure, an impedance issue occurred. The physician started to deliver radio frequency; however, the power remained very low. The power setting was at 40 watts but the maximum power obtained was 7 watts. The cables were exchanged; however, the problem was not resolved. The procedure was continued with a different catheter without issue. There were no adverse consequences to the pt and the pt's current status is listed as good. Analysis of the returned therapy cool flex catheter revealed the irrigation port was detached.

Manufacturer narrative:
(B)(4). A therapy cool flex catheter was received for eval. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no nonconforming material reports related to as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.